Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings, cause was unknown. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.